Manufacturer narrative:
After further evaluation the suspect medical device was changed from architect hbsag qualitative ii confirmatory, list 02g23-25, manufacturing site sligo ireland to architect i2000sr analyzer, list 03m74-01, manufacturing site irving, tx. MDR number 3016438761-2022-00589 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer obtained false repeat reactive and confirmed positive architect hbsag qualitative ii results while using the architect i2000sr. On (B)(6) 2022 the customer provided confirmatory results for the questioned repeat reactive hbsag samples. The following confirmatory results were provided: (B)(6) 2022 sample ID (B)(6): c2 0.99 s/co; 98% neutralization. (B)(6) 2022 sample ID (B)(6): c2 1.29 s/co; 102% neutralization. (B)(6) 2022 sample ID (B)(6): c2 8.70 s/co; 100% neutralization. (B)(6) 2022 sample ID (B)(6) by: c2 23.13 s/co; 99% neutralization. (B)(6) 2022 sample ID (B)(6): c2 2.75 s/co; 99% neutralization. (B)(6) 2022 sample ID (B)(6): c2 1.07 s/co; 103% neutralization. (B)(6) 2022 sample ID (B)(6): c2 1.15 s/co; 106% neutralization. (B)(6) 2022 sample ID (B)(6): c2 2.98 s/co; 62% neutralization. (B)(6) 2022 sample ID (B)(6): c2 1.08 s/co; 102% neutralization. (B)(6) 2022 sample ID (B)(6) (repeat): c2 1.00 s/co; 98% neutralization. (B)(6) 2022 sample ID (B)(6): c2 2.52 s/co; 68% neutralization no impact to patient management was reported.

Event description:
The customer obtained false repeat reactive and confirmed positive architect hbsag qualitative ii results while using the architect i2000sr. On (B)(6) 2022 the customer provided confirmatory results for the questioned repeat reactive hbsag samples. The following confirmatory results were provided: (B)(6) 2022 sample ID p221148221by: c2 0.99 s/co; 98% neutralization. (B)(6) 2022 sample ID p221148319by: c2 1.29 s/co; 102% neutralization. (B)(6) 2022 sample ID p221161362by: c2 8.70 s/co; 100% neutralization. (B)(6) 2022 sample ID p221160583 by: c2 23.13 s/co; 99% neutralization. (B)(6) 2022 sample ID p221166133do: c2 2.75 s/co; 99% neutralization. (B)(6) 2022 sample ID 13375753c: c2 1.07 s/co; 103% neutralization. (B)(6) 2022 sample ID p221170618do: c2 1.15 s/co; 106% neutralization. (B)(6) 2022 sample ID m221586617by: c2 2.98 s/co; 62% neutralization. (B)(6) 2022 sample ID m221610143by: c2 1.08 s/co; 102% neutralization. 13sep2022 sample ID m221610143by (repeat): c2 1.00 s/co; 98% neutralization. 20sep2022 sample ID m221628824by: c2 2.52 s/co; 68% neutralization. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii confirmatory, list 2g23, that has a similar product distributed in the us, hbsag confirmatory, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further patient information was provided. Refer to related manufacturer report number 3008344661-2022-00166 for architect hbsag qualitative ii.